Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension set luer adapter was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that the tubing separated from the connector at the junction. Additional information received (B)(6) 2023: it was reported there was no patient injury, consequence, or medical intervention. The patient condition was reported as ¿fine¿. The event was a severed arterial line. It was placed in the or and became severed in room.

Event description:
It was reported by customer that the tubing separated from the connector at the junction. Additional information received 15 sep 2023: it was reported there was no patient injury, consequence, or medical intervention. The patient condition was reported as ¿fine¿. The event was a severed arterial line. It was placed in the or and became severed in room.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.